Event description:
A report was received that the patient has a minor infection on her midline incision. The patient was admitted to the hospital to clear the infection. The physician believed that the infection was superficial. The patient was doing well. No additional information could be obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-70, serial #:(B)(4), description: infinion 70cm lead kit.